Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of seven (7) years, eight (8) months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned via the implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of seven (7) years, eight (8) months due to moderate-severe aortic stenosis caused by severe calcification. Per medical records, the patient initially presented with nyha class iii heart failure, fatigue, dizziness, and sob. Intraoperatively the valve was found to be heavily calcified along the left and noncoronary cusps restricting movement. The explanted valve was replaced with a 25mm 11500a valve. There were no complications. The patient was taken to the ICU in guarded condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. All pertinent information available to edwards lifesciences has been submitted.